Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the first band; however, the handle would not turn and the bands could not be released. The device was removed and the physician noted that there was no release suture on the first band and the second band was bent. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of bands failed to deploy. Reported event of handle broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination of the returned device noted that only the ligator head without any visible residue was returned for analysis. A visual examination noted that the suture loop was broken and the suture remained attached to the ligator head. All seven bands were present on the ligator head; however, the first two bands were slightly moved out of position. The ligator head teeth did not present any damages. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the first band; however, the handle would not turn and the bands could not be released. The device was removed and the physician noted that there was no release suture on the first band and the second band was bent. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.